Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary finding of instrument pitch cables loose-distal to be related to the customer reported complaint. The instrument was found to have a loose pitch cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wouldn't articulate correctly. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The instrument was sluggish to respond and seemed to act almost independently but could have just been delayed. The failure was related to an inability to move the instrument, slow and unreliably. The movement fell short of scaling appropriately to the instrument. The instrument moved in the correct direction but not when expected and not all the way to the distance. It was lagged timing of the instrument. There were no shakiness and no friction. Issue was persistent. Instrument was last used on (B)(6) 2025 on system (B)(6) during a malignant hysterectomy surgical procedure.